Event description:
Laparoscopic ligasure malfunction while in use. The jaws would not open after use during the procedure. Removed from the sterile field and new device given to the field. No injury occurred and procedure continued.